Manufacturer narrative:
Investigation results: there were three separate events noted on the initial medwatch form. The first event was investigated and the conclusion determined that the annotation would be fixed in a future reversion of the product. The risk factor was addressed, and was found to be very low. The second and thired events were alos investigated and it was concluded that they were not malfunctions. The device was operating as intended and designed.

Event description:
1. The implant testing was via the auto fib testing screen t-wave induction. A re-detection of vf also annotated tach 3 detection. Only one episode noted this. 2. The max sensitivity test at 135 msec sense refractory demonstrated r wave double counting. Re-tested at 145 msec and 155 msec with the same results. Re-tested at 165 msec and the first 4 complexes single sensed, then all double sensed. Reprogrammed tech boundaries and resumed max sense testing at 150 msec. No double counting noted at all. No further values tested. 3. Final itp was performed. Measured r waves were smaller than previous. Repeated intrinsic sensing test showed no oversensing. Next screen showed device was disabled, however, the device was eventually re-enabled.